Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 639 mg/dl. Customer¿s blood glucose was over 400 mg/dl. The customer treated with the insulin pump. The customer reported that infusion set was leaking. The troubleshooting was declined for high blood glucose and performed for infusion set leaks. The insulin pump will not be and infusion set will be returned for analysis.